Event description:
A report was received that the pt was not receiving stimulation. It was discovered during the lead revision procedure that there was a problem with the lead extension. The extensions were cramped which prevented the lead from receiving proper contact. The pt was reportedly doing well after the revision.